Event description:
It was reported to target that during a procedure when the physician tried to cross a lesion, the guidewire came out at 1-cm proximal to the tip. The condition of the pt was not affected by this event, and there were no additional interventions required.